Event description:
It was reported that a message appeared stating the programmer was shutting down due to not enough power. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that a message appeared stating the programmer was shutting down due to not enough power. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed that there had been an "overheat" error in the error log, although it was unable to be replicated in service. The power supply was replaced as a preventative measure. It was further confirmed that the stylus was removed from the programmer, and a stylus was added and calibrated. Product ID 2067 radio frequency programmer head; (B)(4).